Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer report the insulin pump was not working. Customer report they received failed battery alarm. Customer had a new battery and which was stored at room temperature and within expiration date. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing.